Event description:
It was reported that log files were submitted for a patient that passed away on (B)(6) 2024. The patient was transported to (B)(6) on (B)(6) 2024 morning from outside hospital after previous low flow alarms with altered mental status. The patient arrived pulseless with no return of cardiac activity. The cause of death was unable to determine. It was presumed that the device operated as expected. Log file review appeared normal until (B)(6) 2024 at 8:08:59 when the flow drops below 3.0 lpm. The flow remained below 3.0 lpm until 10:22:54 on (B)(6) 2024. Then, it went above 3.0 lpm until 10:41:37 on (B)(6) 2024 when the driveline was disconnected, and the pump stopped. Prior to the driveline disconnect, the pump maintained operation at speeds between the set speed and low speed limit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. It was reported that the patient was transported to the emergency department (ed) on the morning of (B)(6) 2024 from an outside hospital after having low flow alarms with altered mental status. The patient arrived at the ed pulseless, with no return of cardiac activity. The submitted controller event log file contained events on (B)(6) 2024. A continuous low flow hazard alarm was captured between 08:13:48 ¿ 10:12:52. No external power alarms became active at 10:30:41 due to the disconnection of both power cables, followed by the disconnection of the driveline at 10:41:37. The driveline remained disconnected for the remainder of the file. Of note, it was reported the patient expired prior to their arrival at the hospital. The pump appeared to function as intended at the stored patient speed prior to the driveline disconnect. It was later reported the cause of death was unknown and no additional information was available. It was reported the device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.